Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a device replacement. During procedure, the physician performed defibrillation threshold testing and found lead noise on the right ventricle lead. Lead fracture was suspected. The lead was capped and replaced. Patient was stable post-procedure.